Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when a ventricular lead was attached to the analyzer, and ventricular sensing was selected, an atrial signal was being displayed. The analyzer has been returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the reported sensing issue. The analyzer passed all incoming testing. The device passed final functional and system tests. No anomalies were found. If information is provided in the future, a supplemental report will be issued.